Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. Based on the information provided, a conclusive cause for the reported difficulty could not be determined. It is possible that the introducer sheath was too close to the stent during deployment causing a portion of the stent to deploy within the introducer sheath; however, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Exemption number e2019001. The customer reported the device was discarded. Investigation is not yet complete. A follow-up will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat the popliteal artery. The supera self expanding stent (ses) was partially deployed in the sheath and was removed in the sheath. There were no adverse patient effects and there was no clinically significant delay in the procedure. Reportedly, another supera was used to complete the procedure. No additional information was provided.